Event description:
A customer contacted beckman coulter inc (bec) hotline to troubleshoot no value accutni results being generated by the access 2 immunoassay analyzer on multiple patient samples. The results were reported out of the laboratory. The number of patients with ind flagged results and there associated data could not be supplied at this time. The samples were repeated on an alternate instrument and normal results were obtained. The customer stated one result was corrected, however it is unknown what the repeat result was. Impact to patient treatment is unknown; however, the customer has not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Specific sample collection device and centrifugation information have not been supplied to date. Qc and system check data have not been supplied to date. While trouble shooting with hotline it was discovered that an accutni reagent pack had been mis-loaded, a reagent pack that displayed in reagent inventory was not on board the system. Service has not been dispatched for this event; the issue was resolved by hotline during routine trouble shooting with the customer. Use error is the root cause for this event.